Event description:
The manufacturer received information fatigue and weakness that required a visit and admission to the hospital and had labs, EKG, and echocardiogram. Saw his cardiologist and hospitalist and has an appointment with the pulmonologist. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.